Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) failed to convert the patient following an induction. An x-ray of the implant site noted the lead was twisted behind the ICD case and the insulation appeared to be abraded through.